Event description:
Customer's husband reported via phone call that customer visited hospital on unknown date due to high blood glucose level. The blood glucose level of customer was 340 mg/dl. It was unknown that auto mode feature was active at the time of incident. Customer stated that insulin pump had insulin flow block alarm and was resolved by complete set change. Customer was unable to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer was being treated for hypertension and ifb (insulin flow block) occurred during that time.